Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The vent control assembly was ordered to be replaced. Block a: no report of patient involvement.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested, during preuse checkout. There is no report of patient involvement.